Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that, stent struts on the proximal end of the stent were damaged and pulled proximally over the proximal markerband. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found that shaft polymer extrusion was bunched for 2.7 cm; beginning at 124 cm from distal end of distal strain relief and ending at 126.7 cm from distal end of distal strain relief. The core wire was also noted to be kinked. This type of damage is consistent with excessive force that could have been applied on the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15 mar 2019. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with a 2.0 x 15mm non-bsc balloon catheter. A 3.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.